Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was a leakage problem between the white top and the grey house in the trocar. There was also a problem with leakage when using a 5 mm device in the port. They had to use 5-6 times more co2 because of the leak. The procedure was prolonged 20 minutes because of the leak. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information received 05/04/2010: "the abdominal pressure is difficult to maintain due to the leaking trocars. The gas seems to leave through the trocar with and without an instrument present in it. In some cases gas is "blowing out", but the feedback isn't a whistling sound. You hear the gas going out, like "pschhh"... A substantial amount of pneumo is lost. We have description of 800-1000 liters. They need to change gas tube over and over again."

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.